Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to increased sensing integrity counter (sic) and high pacing impedance. Random fluctuations in lead impedance value and noise were also noted. A lead fracture was suspected, as a chest x-ray seemed to show a cut at the distal end. The patient was admitted to the hospital, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 459888 lead; implanted: (B)(6) 2015.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.